Event description:
Report via us distributor from a pharmacy manager; event occurred in USA involving lc bead (ve220gs) mixed with doxorubicin in pharmacy, no problem, then dispense to ir department who called pharmacy to state there was an issue 'clumping.' Half was administered and then stopped. The hospital confirmed that the patient was being treated for liver cancer and that although the patient was potentially 'underdosed' no injury and nothing negative to the outcome of the health of the patient was reported. This report documents the final assessment of this case.

Manufacturer narrative:
Company comment: this is a report of off-label use of lc bead which is not cleared for loading with a drug in the USA. Company medical review determined that the patient may have been under-dosed as they only received half of the product. Review of the batch records concluded that all manufacturing processes were carried out in accordance with the device master record. No out of trend or out of specification results were observed. The product was within its expiry date at the time of use. Retain sample was inspected with no defects found. No corrective actions have been identified as a result of the investigations. The most likely root cause of the product 'clumping' is the introduction of air bubbles into the syringe via over vigorous mixing by the end user (on aspiration of the beads from the vial or during mixing via a 3 way connector). This is the final report for this case.